Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cassette during their pd treatment. Upon follow up, the patient stated that the leak was detected during fill 3 and they were able to bypass and drain on the cycler. The patient then manually drained to complete treatment. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual sample was received on 05/30/2019 identified as product: 050-87216 lot number 19ar08053 for physical evaluation. The actual sample was visually inspected according to the bill of materials (bom) for 050-87216 and was found to be acceptable. In addition, a simulated use test was performed of the actual sample with the cycler machine and no issues were detected. During testing, no leaks were detected and after the cassette was removed from the cycler no moisture was found. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cassette performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.